Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
The device was delivered uneventfully in 2002. The next day, an echocardiogram was performed at about 8:30 am which demonstrated the device to be in excellent position and no pericardial effusion. The patient was discharged to home, but became restless, nauseous and had a questionable respiratory arrest on the way home. Patient returned to the hospital and it was discovered they had a large hemopericardium. Pericardiocentesis was done with drainage tube left in place 2 days. Enchocardiogram was performed 3 days later with no effusion. Continued on ibuprofen and aspirin and discharged same day.